Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, and a cracked case near the display window corners.

Event description:
It was reported that the insulin pump was dropped on the floor. The insulin pump had no physical damage. The self-test failed. Customer's blood glucose level was 142 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.